Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was unable to prime. The piston was seating at the bottom and did not reach the reservoir; plus the pump was indicating that insulin was coming out of tubing. The customer's blood glucose was 12.4mmol/l.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart and displacement tests. The pump alarmed compromised force sensor system during the basic occlusion test and alarmed compromised force sensor system during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test or excessive no delivery alarm test due to the alarms. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, display window and belt clip slot. The pump was received with a stained end cap sticker. The pump was received with minor scratches on the lcd window.